Event description:
During interventional procedure, unable to advance stent to desired location in vessel. Forced to retreat stent back into guide catheter. During the process; stent was lost in a graft. Stent was safely returned with snares.